Event description:
The user stated they had a discrepant creatinine result for one patient sample in a lithium heparin, beckton dickenson plasma separator tube. The result on the integra 800 was 2.2 mg per dl. This result triggered a delta check and the user reran it and recovered 0.6 mg per dl on the integra 800 and 0.6 mg per dl on the integra 400. The initial result was not reported to the physician and the patient was not adversely affected. The field service representative could not determine a cause and took no remedial action. To verify the analyzer operation, he performed a check test.

Manufacturer narrative:
No further information was provided to determine a root cause for this event. A pre-analytical issue may have led to the falsely high result.